Event description:
A surgeon reported bubbles in the infusion line during a combined phacoemulsification and vitrectomy case. The procedure was completed with no harm to the pt.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is one of four complaints reported for this issue. As the customer did not retain the finished goods lot number, the device history record (DHR) and lot history could not be reviewed. The customer did not retain a sample for this complaint, as such functional testing could not be conducted. The root cause is unknown. Without a sample, it is not possible to isolate the root cause. An internal investigation has been opened to address this issue. (B)(4).